Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak circulation pump. The device was evaluated. The unit had to be primed to fill in decon. The circulation pump was serviced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on 12apr2023, device coming in for assessment. Per investigator notification received on 01jun2023, it was reported that the unit was primed to fill, electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device getting an alert 01 (patient line open), while running the flow rate was 0.0lpm, inlet pressure was -5.9 circulation pump was 100 percentage coming in for investigation. Per review of wo on 12apr2023, device coming in for assessment. Per investigator notification received on 01jun2023, it was reported that the unit was primed to fill, electrical overstress noted on both connectors between the power inlet module and the ac main voltage circuit card, double bend tube and the chiller evaporator outlet tube found expanded during servicing, tanks seals found to have dry rot and tears in the seals. Chiller molded tube missing foam.